Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the patient had a history of noise on the right ventricular lead for several years; the patient was asymptomatic to noise. The noise could be reproduced with movement. The device was programmed to fixed sensitivity. The patient is not pacemaker dependent; the physician elected to take no further action as the patient was suffering from dementia.